Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported pt with trace diffuse lamellar keratitis (dlk) of the right eye, at lasik post-operative visit. Additional information indicated the pt's topical steroid drops were increased. Additional information has been requested.